Event description:
It was reported that the system 2600 recalled distorted images although they appeared fine in thumbnail form on screen. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard disk drive was defective and was subsequently replaced. The system was tested and found to be working as intended and placed back into service.